Event description:
It was reported that during a stenting treatment procedure removal difficulties, stent damage and dislodgement occurred and surgery was required. Access was obtained via the femoral artery. The 35mm in length, 2.75mm in diameter, de novo and 100% stenosed target lesion being treated was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. The lesion was predilated with a 1.50x20mm and 2.50x20mm balloon catheters resulting in 30% residual stenosis. A 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the lad and could not cross the lesion. The sds was withdrawn and became stuck at the end of the guide catheter. The guide catheter and sds were removed as a unit, however at the right iliac artery the taxus liberte stent dislodged from the delivery system and became crimped. A snare was advanced in an attempt to retrieve the stent, however this was unsuccessful. The patient was transferred to the operating room and the stent was surgically removed from the right iliac artery. The patient was stable following the surgery and discharged from the hospital after a couple of days.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. The hypotube was fractured 2mm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure removal difficulties, stent damage and dislodgement occurred and surgery was required. Access was obtained via the femoral artery. The 35mm in length, 2.75mmin diameter, de novo and 100% stenosed target lesion being treated was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. The lesion was predilated with a 1.50x20mm and 2.50x20mm balloon catheters resulting in 30% residual stenosis. A 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the lad and could not cross the lesion. The sds was withdrawn and became stuck at the end of the guide catheter. The guide catheter and sds were removed as a unit, however, at the right iliac artery the taxus liberte stent dislodged from the delivery system and became crimped. A snare was advanced in an attempt to retrieve the stent, however, this was unsuccessful. The patient was transferred to the operating room and the stent was surgically removed from the right iliac artery. The patient was stable following the surgery and discharged from the hospital after a couple of days.